Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated for the last month, their implant was only charging halfway. Patient clarified the implant battery was depleting quicker now and wasn't charging very well so charging was hard and painful. Patient said the charger would say the implant was charged, but the implant never charged more than 3/4. Patient said when they went to turn stimulation down at night, the implant would only show half a charge. Patient then said the next morning when they turned stim back up, only a quarter of the charge would be shown. Patient wanted to meet with a manufacturing representative (rep) regarding their implant charging. Agent also reviewed longevity and eri info, and patient mentioned they'd seen the eri screen a couple times. The patient was redirected to their healthcare provider to further address the issue and contact a rep.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.